Event description:
Bard composix kugel mesh patch, is defective. Did not become aware of issue until 2011. On (B)(6) 2007 kugel patch was put in me, I talked to (B)(6) my surgeon. About pain and numbness, was told that was normal. (If you can help me and cant find me I'll be in federal prison for the next 25 years).